Event description:
It was reported that pump experienced malfunction with an on-screen malfunction code, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if problem returned.